Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed a bent in the tip and a hole in the surface of the pebax. The customer provided a picture where error 106 was observed. The device was connected to the carto 3 system and it was recognized; however, error 106 appeared on the system. Due to this condition, the handle of the device was dissected and the sensor pads from the printed circuit board (pcb) were measured and were found to be out of specifications due to an open circuit at the tip area. Additionally, the device was dissected at the peek housing section and correct adhesive application on the wires was observed. A manufacturing record evaluation was performed for the finished device number 31397909l and no internal action related to the complaint was found during the review. The force sensor error reported by the customer was confirmed. The damage on the pebax and bent tip are unrelated to the failure reported by the customer. The potential cause of the open circuit could not be determined. The potential cause of the pebax damage could not be determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that due to the patient's aorta being narrowed, it was not possible to smoothly enter the left ventricle. After multiple attempts, error code 106 appeared. Changing the cable did not resolve the issue, so the catheter was replaced. The operation was completed successfully. There was no adverse patient consequence. The force sensor error (106) was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole in the surface of the pebax was observed. This was assessed as MDR reportable with an awareness date of 22-jul-2025.